Manufacturer narrative:
Weight-race: unk. Date of event: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -1.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive change overtime and astigmatism post-surgery was reported. On (B)(6) 2022 the lens was exchanged with a new model lens of different diopter. The exchange resolved the problem. Cause is reported as patient-related factor.